Event description:
It was reported that 3 days post a device upgrade the ventricular lead appeared to be undersensing and causing pectoral stimulation. Chest x-ray appeared that the lead had pulled back since the procedure. Reprogramming was performed to turn the lead off. The left ventricular lead was also noted to have phrenic nerve/diaphragmatic stimulation. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c6tr01 ipg implanted: (B)(6) 2015. (B)(4).